Event description:
The healthcare professional (hcp) of the home patient (hp) reported the hp had a cardiac arrest while using the homechoice cycler for apd therapy. Hcp relates the hp exhibited no signs of respirations at approximately 6:30 am on event date and was subsequently taken to the hospial via ambulance. The hcp relates the hp was pronounced doa at the hospital due to a cardiac arrest. According to the hcp, the hp had a history of cardiac conditions and was taking coumadin as a result. The hcp relates she does not feel that any device failure or malfunction had occurred; however, she would like an evaluation of the homechoice cycler.